Event description:
It was reported that the patient had ventricular tachycardia events. The right ventricular lead triggered a lead integrity alert for oversensing. Electrogram showed apparent noise. Fluoroscopy showed that the proximal end of superior vena cava coil was completely and visibly fractured with several small coils protruding from the lead. Laser extraction of the lead was attempted, but the stylet was unable to be advanced down the lumen of the lead. New access was gained and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Several conductors had blood/body fluid (not obstructed). The inner tubing overlay was melted. The outer tubing overlay was melted. The outer insulation had cosmetic depression. Visual analysis noted the lead had apparent explant damage.